Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open thoracic surgery, when suturing the lung resection site, the needle and thread detached. A nother suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Thirty representative samples were available for evaluation. Visual inspection noted no abnormalities. Functionally, the breathable pouches were opened without any tears of the tyvek packaging. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling or loading the sutures into the instron machine. The instron then pulled the sutures at a rate of 300 mm/min until the sutures broke. The breaking point load force was measured and the results of one sample did not meet ep minimum individual specifications. It was reported that the needle and thread were detached. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.